Event description:
It was further reported that there was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Additional information was received providing an update to the event date and event description. Updated b3 and b5. Three photos were provided for analysis. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there were 2 cases of blinatumomab leaking when the patient came back for a pump change and suspected it to be leaking out from the filter on the extension set attached to the 250ml pump. There was unknown patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.